Event description:
The customer reported that the device was activating when not placed on tissue. Another device was used to complete the procedure without incident. There was no pt injury.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2010. The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.